Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer evaluated fiber optic module was not working. After further inspection I found the fiber optic cable was being pulled and was not properly seated. After adjusting the cable I tested the unit. I performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic sensor failure. There was no patient involvement.